Manufacturer narrative:
Note, this event was previously reported in mfg report #3007566237-2016-00719, but going forward will be included in this system report. Device evaluated: analysis of the pump found overinfusion due to an undetermined root cause. As received the pump reservoir had 36 ml of fluid and running in the simple continuous infusion mode. No anomalies found in the pump memory logs. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). The pump will be subjected to CT scan and possible long term dispense and weight testing, using last known infusion rate from full to empty. Analysis of the catheter found that difficulty with the sc connector led to explant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were multiple sclerosis and intractable spasticity. It was reported that, at a routine pump replacement, the physician was unable to disconnect the sutureless connector from the old pump. The sutureless connector was cut off the catheter, and a new sutureless connector was used. It was indicated that, as of (B)(6) 2016, the issue had been resolved and there was no patient injury. No information related to the cause of the inability to disconnect the sutureless connector, the troubleshooting performed, and the drug in the pump was not reported. Further follow-up had been requested to obtain additional information. Additional information was received from a healthcare provider (hcp). The surgical report for the case was provided. The preoperative and postoperative diagnoses had consisted of the pump being at the end of its battery life along with multiple sclerosis and spastic paraplegia. The patient, prior to replacement, was noted to have believed her spasticity was well controlled on 100mcg of baclofen which she was using every day through the pump. The patient had denied any recent increase in spasticity. After the hcp dissected the expiring pump, he mobilized the pump out on the surgical field and attempted to remove the catheter 'hub' from the pump. He was unable to do so as the silastic portion of the 'hub' came apart from the metal plastic portion. The hcp therefore deiced to cut the catheter approximately three inches from the pump and removed the pump as well as the proximal catheter from the patient and from the surgical field. The hcp then observed clear cerebrospinal fluid (csf) dripping from the cut end of the catheter. The catheter was then revised by connecting a 7 centimeter sutureless pump connector segment onto the cut end of the pump site catheter. The hcp then used the male needle pin connector and connected the new sutureless connector onto the cut end of the catheter, covered the connection with a silastic boot, and aspirated the new catheter hub. Clear csf flowed freely. The hcp drained approximately 3 cc's of clear csf out of the catheter to remove all of the drug. The pump pocket was then revised to accept the new pump without tension on closure. The new pump was brought into the field and connected to the catheter hub. Following the completion of the procedure, the patient was moved to the recovery room in good condition. She was to be discharged when stable and would follow up with her physicians.

Manufacturer narrative:
This pump was subjected to over-infusion (oi) CAPA testing. The return product analysis (rpa) re-visited to finish out analysis steps. The pump logs were free from any anomalies, therefore not requiring this pump to be put through full destructive analysis as per lab process. Analysis is complete. Current analysis coding will remain unchanged. Interrogation of the device revealed it contained baclofen. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.